Event description:
In response to (B)(4), customer informed that during surgery performed on (B)(6) 2014, operating surgeon noticed that the dome hole plug is missing from the packaging. According to the customer acetabular dome hole plug ref. (B)(4), lot mnl0hl available on the spot was used to finish the surgery.

Manufacturer narrative:
An event regarding a missing dome hole plug from trident shell device packaging was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: not performed, this is a packaging issue and no adverse consequences to the patient were reported. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review:there have been four other events for the lot referenced. Conclusions: an nc was opened, to investigate the occurrences. The root cause for the investigated events was determined to be human error. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
In responce to fsn ra2014-164 customer informed that during surgery performed on (B)(6) 2014 operating surgeon noticed that the dome hole plug is missing from the packaging. According to the customer acetabular dome hole plug ref. (B)(4) lot mnl0hl available on the spot was used to finish the surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.